Event description:
A scorpion-multifire needle was used during a shoulder scope. The tip of the needle broke off in the patient¿s shoulder. The area was flushed with lr during the procedure. An x-ray was obtained and read by radiologist. Foreign body. Incision was closed and surgery completed. Post-op x-rays ordered.